Manufacturer narrative:
(B)(4). Based on the information provided, the valve leaked during the procedure. After deployment of the graft, a coda balloon was inserted to prevent leakage. No adverse effect to the patient was reported. A review of complaint history, device history record, instructions for use, quality control, trends, and a visual inspection and functional test of the returned device were conducted during the investigation. The returned device was evaluated on 30 october 2014. The captor iris valve was functional. There were four tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. Leakage was confirmed with a dilator in place. There was no leakage without a dilator in place. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted.

Event description:
A male patient underwent an evar on (B)(6) 2014 when blood started leaking from the plastic center of the hub on the sheath. Once the device was deployed, a coda balloon was placed within the sheath to prevent further blood loss. The complaint is on the delivery system not the stent graft. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.